Event description:
While investigating a (B)(6) male patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor ws delivered monophasic pulses during the pulse test. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Upon evaluation the monitor failed a pulse test. The monitor was delivering a monophasic pulse. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
While investigating a (B)(6) male patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor was delivering monophasic pulses during the pulse test. The patient was issued a replacement monitor.